Event description:
It was reported that a cassette leaked when the connection to the heater bag came apart during fill four of six of peritoneal dialysis therapy. There was patient involvement but no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). An event indicative of a potential malfunction of the homechoice disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed; therefore, cause of the reported issue could not be determined. Should relevant additional information become available, a supplemental report will be submitted.